Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A chief operating officer reported that a pump finished infusion 20 minutes into a 60 minute infusion. The pump indicated that there was still 32ml to be infused while the bag was visibly empty. The patient was scheduled for a 115ml/hr infusion with a 100ml volume to be infused in order to ensure no air in the line. The patient was placed on a 100ml flush hung vss and observed to be stable through the wait time. There were no adverse events or symptoms reported.

Manufacturer narrative:
Pump z800f serial number (B)(6) completed a 20 ml infusion with a flow rate deviation of 2.24% which is within passing criteria. Reported issue is not confirmed. Pump meets passing criteria.